Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a basilar aneurysm. It was noted that the patient's vessel tortuosity was minimal.  It was unknown if dual antiplatelet treatment (dapt) was administered. The pru level was normal.  It was reported that ped2-375-10 was opened however fell too short to meet requirements to cover the aneurysm. Another sheild 3.75x12 was opened and implanted.  The angiographic result post procedure was adequate. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.   Ancillary devices include a phenom 27 microcatheter, rist guide catheter.